Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump failed to power on. It was reported that moisture was observed behind the display but there was no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the insulin pump has been returned and evaluated by product analysis on 07/22/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Moisture was observed behind the display. The battery compartment was found to have cracked at the threads. A crack was found at the corner of the display area. A leak test found leaks where both of the cracks were located. The pump powered up to a blank display with the audible and vibratory features. The evaluation was unable to complete the remaining testing due to the blank display. Pump casing was opened and evidence of moisture intrusion was found inside the pump. The investigation was unable to duplicate the reported no power issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.